Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the rep involved with the event was first informed of the lead migration by the doctor on (B)(4) 2018. It was noted the patient¿s lead had ¿pulled down from original implant.¿ the patient noted he walked with a cane and had experienced ¿near falls, but had caught himself and not actually fallen to the ground.¿ the patient was reportedly ¿never happy with where he felt stim as he wanted it more in his low back, but the system was originally placed for hip and leg pain.¿ a revision procedure was planned to push the leads up in order to cover the patient¿s low back pain; however, the doctor was only able to push up the non-migrated lead and was unable to move the migrated lead up. The patient¿s doctor felt the patient would be better served with a new lead, so the migrated lead was replaced as a result. It was noted that multiple attempts were made intraoperatively to wake the patient, but his anesthesia was too deep and the patient kept trying to get off the operating room table. It was ¿very difficult¿ for the patient to ¿reach around with the antenna to do any changes to the stimulation¿ with their system and as a result the patient asked to have his ins system switched with the manufacturer¿s new model ins at the time of lead replacement. The patient was ¿very happy¿ with their new system and where he was feeling stimulation following the replacement. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Codes apply to the lead (sn: (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that one of the patient's leads had migrated down. It was explanted and replaced along with the ins on (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated.